Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal error sound occurred (abnormal seal output, error number unknown) and the device could not be used because it did not output any seal. This occurred during during a robot-assisted prostatectomy and there was a short procedural delay and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a electrical/electronic component failure of this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.